Event description:
Olympus was informed that during an unspecified procedure, the pt received a tear in the colon. Limited info was provided by the user facility. Multiple attempts were made to gather more detailed info regarding the incident but with no results. If add'l info is received, this report will be updated accordingly.

Manufacturer narrative:
The device referenced in this report has not yet been returned to olympus for eval. The exact cause of the reported event could not be conclusively determined at this time. If add'l info or if the device is received at a later time, this report will be supplemented.